Event description:
Shiley received a copy of an operative report from the initial reporter which indicated that a pt with a bjork-shiley convexo-concave aortic heart valve had their prosthetic valve replaced due to aortic insufficiency and a perivalvular leak. During surgery, the pt also had their natural mitral valve replaced and a pacemaker implanted.